Event description:
A medtronic representative reported a navigation system camera that failed an accuracy test during service. Replacement was requested. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that, as reported, the psu failed an aak test at .39 mm. Electrical failure, failed diagnostic test, directly caused the event.